Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified popliteal artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. After the balloon was inflated twice at 14 atmospheres for 3 seconds, the device was pulled once and contrast observation was performed but was unable to do so. The balloon was then inflated at 14 atmospheres for 3 seconds and deflated for the third time and contrast observation was attempted again by pulling the device; however, the balloon shaft became stuck with the guide wire. The physician inflated the balloon several times and eventually was able to remove the device. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported.